Event description:
It was reported that during a lobectomy, the jaws jammed and refused to cut the lobe to which it was attached. The staples were still attached to the jaws and did not close. This issue occurred on two devices of the same type. It was noted that the operation was extended for an unspecified time. To resolve the issue, a new handle of the same type was used with a purple reload. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot: n3m1657y); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot: n3m1657y); egiaushort, egiaushort endogia ultra univ sht stap (lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.